Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the patient experienced diaphragm stimulation. It was further reported that when attempting to change the position of the rv lead, the helix could not be spun in. The rv lead could not be spun out and was embedded. The rv lead remains in the patient and was replaced by a new rv lead. No further patient complications have been reported as a result of this event.